Event description:
Customer received a blood glucose result of 222mg/dl before bedtime. They dosed 3 units of humalog around 10pm based on the result. They had a severe reaction that caused pt to have convulsions. They were taken to the hosp because they had damage to their ear as a result of the convulsion. They received stitches. No controls were in use. A request was made for the return of the suspect device and replacement product was sent.